Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Per failure analysis (fa): the instrument was found to have stuck grip tips. The inputs were manually manipulated, and the grip tips failed to open and close. The instrument was then placed on the in-house system and continued to failed to open and close. The instrument was found to have a severely bent grip at the base, preventing the grip tips from opening and closing. Additional observation(s) not reported by site: the instrument was found to have mechanical indentations/burrs at the grip tips. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have a segment of the conductor wire sticking out from the grip tips. The wire insulation was not damaged and the instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was clamped and became unclamped. The procedure was completed with no reported injury.